Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1127037, medical device expiration date: 05/31/24, device manufacture date: 05/07/21. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the customer bd bbl¿ sensi-disc¿ ciprofloxacin - 5 g. This event occurred 1 time(s). At this time it is unclear whether or not patient samples were involved. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting a zone of inhibition for their 231658 disc that is larger than expected", "steps taken with customer/troubleshooting: customer is reporting their 231658 discs from lot 1127037 and 1335457 have a zone of inhibition of >38mm when the expected zone size should be 29mm to 38mm. No organism type was specified."

Manufacturer narrative:
Investigation summary: a complaint investigation due to a zone of inhibition is larger than expected for ciprofloxacin catalog 231658 batch no's.: 1335457, 1127037 were performed on retention samples. Returned goods were not received from customer. The investigation required to perform bauer kirby test, visual inspection, and batch record review. Retention samples performed as expected. Refer to results below. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed.

Event description:
It was reported that while using + the customer bd bbl¿ sensi-disc¿ ciprofloxacin - 5 ¿g. This event occurred 1 time(s). At this time it is unclear whether or not patient samples were involved. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting a zone of inhibition for their 231658 disc that is larger than expected", "steps taken with customer/troubleshooting: customer is reporting their 231658 discs from lot 1127037 and 1335457 have a zone of inhibition of >38mm when the expected zone size should be 29mm to 38mm. No organism type was specified."